Event description:
It was reported that this right atrial (ra) lead exhibited oversensing with pacing inhibition. Subsequently, the rv lead was explanted and succesfully replaced. No additional adverse patient effects were reported.